Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past 6 months (12/27/2014 ¿ 06/25/2015) did not reveal a significant trend. The trend of the product malfunction code odor/smells was completed from (B)(6) 2014 through (B)(6) 2015 and did not reveal a significant trend. The trend of the product malfunction code haze/mist/vapor was completed from (B)(6) 2014 through (B)(6) 2015 and did not reveal a significant trend. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no odor or mist. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter had no odor or mist observed. The reason for return of the oil mist filter was not confirmed. The assignable cause of the odor/smells and haze/mist/vapor issues is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed, odor/smell was found during service. A corrective maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of a ¿smoke/fire¿ (haze/mist/vapor) emitting from the sterrad® 100 sterilizer. The customer was advised to turn the unit off and evacuate the area until the haze dissipates. An asp field service engineer was dispatched to assess the unit onsite. While onsite, the fse discovered an odor emitting from the unit. There was no report of any injuries or human reactions for both issues. This event is being reported as a malfunction report subsequent to a serious injury.